Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6) 2025, the patient experienced a skin reaction with blister and abscess, extending beyond the patch perimeter. The reporter stated that there was a lesion at the insertion site that was in the form of an abscess. The skin reaction was treated with a prescription of mupirocin and sodium fucidate cream. It was stated that the patient had a positive allergy test to the dexcom g6 adhesive, but no specific substance was reported. The reporter did not provide any photos and there was no documentation of further medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.